Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt came in for a pump refill visit; the expected volume was 5.8 cc, the actual volume was 17 cc. The pump was refilled, but the pt continued to experience increased pain. The pump volumes were checked again in 2009; the expected volume was 9.9 cc, the actual volume was 18 cc. The pump was replaced. There was reported to be no pt injury. The pt recovered without sequela. The medication being delivered via the device system was not reported.